Manufacturer narrative:
Unit received intermittent button response due to corroded keypad traces. No button error alarm. Pump passed displacement test, operating currents, self test and off no power test. No blank display noted. Unit received with minor scratched display window. Unit received cracked case at display window corner. Unit received with cracked battery tube threads. Unit received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump went blank, then had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Blood glucose level at the time of the incident was 101 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.